Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further mechanical influences, like the reported trauma may have led to a weakening of the fixation and therefore may have led to device mobility. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user had an infection in (B)(6) 2018 which was treated and the user recovered well. The user reports no decrease in hearing performance. New information was received on 14-jun-2021 that the user's hearing performance with the device has decreased after a head trauma occurred about a month ago. Re-implantation is considered. The clinic is deciding how to best proceed.

Event description:
The user had an infection in (B)(6) 2018 which was treated and the user recovered well. The user reports no decrease in hearing performance. The clinic is deciding how to best proceed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been yet received.

Event description:
The user had an infection in (B)(6) 2018 which was treated and the user recovered well. The user reports no decrease in hearing performance. New information was received on 14-jun-2021 that the user's hearing performance with the device has decreased after a head trauma occurred about a month ago. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had an infection in (B)(6) 2018 which was treated and the user recovered well. The user reports no decrease in hearing performance.